Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that her high blood glucose levels are not dropping and that she believed that the insulin pump was malfunctioning. The patient's blood glucose was at 438 mg/dl and despite treating it with manual insulin injections her blood glucose has been above 200 mg/dl for the past 24 hours. Customer reported that she was very nauseated but that she didn't have ketones in her urine. Troubleshooting was initiated to inspect the pump and the customer spotted a crack in the battery compartment, and she confirmed that the pump had been dropped in the past. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.